Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead had dislodged and exhibited high pacing impedance. The diagnostic imaging was performed to confirm the dislodgement. Besides the helix of the lead was failed to extend and failed to retract. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead had dislodged and exhibited high pacing impedance. Besides, the helix of the lead failed to extend, and the lead retracted in the lead body without any maneuver. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 and h6 sections: failure to retract was coded erroneously.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.